Event description:
It was reported by the patient that they felt "short of breath" and had not been feeling well since using a chainsaw. Follow up with the clinic found that when the patient was checked that it was determined the right atrial (ra) lead sensing was down and there was no capture. It was not able to be determined if the patient's shortness of breath was related. The ra lead had dislodged into the right ventricular and was unable to be repositioned. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.